Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the pump boot, transition tubing was flimsy, and therefore may possibly kink or collapse. The product was not changed out, there was no blood loss, and surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device; visual inspection could not confirm any kinks in tubing, and measurements confirmed product within specification. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).